Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2016 to inner thighs using coolfit applicator, on (B)(6) 2016 to upper and lower flanks using coolcurve+, on (B)(6) 2016 to lower flanks ,anterior and posterior using coolcurve+, on (B)(6) 2016 on upper flanks and inner thighs using coolcurve+ and coolfit, on (B)(6) 2016 to outer thighs using coolsmooth pro, on (B)(6) 2016 to upper flanks using cooladvantage,on (B)(6) 2016 to lower flanks using cooladvantage-curve plus ,on (B)(6) 2016 to upper flanks using cooladvantage-curve plus and on (B)(6) 2017 to lower abdomen using cooladvantage-core who developed paradoxical hyperplasia after treatment.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2016 to inner thighs using coolfit applicator, on (B)(6) 2016 to upper and lower flanks using coolcurve+, on (B)(6) 2016 to lower flanks ,anterior and posterior using coolcurve+, on (B)(6) 2016 on upper flanks and inner thighs using coolcurve+ and coolfit, on (B)(6) 2916 to outer thighs using coolsmooth pro, on (B)(6) 2016 to upper flanks using cooladvantage,on (B)(6) 2016 to lower flanks using cooladvantage-curve plus ,on (B)(6) 2016 to upper flanks using cooladvantage-curve plus and on (B)(6) 2017 to lower abdomen using cooladvantage-core who developed paradoxical hyperplasia after treatment.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2016 to inner thighs using coolfit applicator, on (B)(6) 2016 to upper and lower flanks using coolcurve+, on (B)(6) 2016 to lower flanks, anterior and posterior using coolcurve+, on (B)(6) 2016 on upper flanks and inner thighs using coolcurve+ and coolfit, on (B)(6) 2916 to outer thighs using coolsmooth pro, on (B)(6) 2016 to upper flanks using cooladvantage,on (B)(6) 2016 to lower flanks using cooladvantage-curve plus ,on (B)(6) 2016 to upper flanks using cooladvantage-curve plus and on (B)(6) 2017 to lower abdomen using cooladvantage-core who developed paradoxical hyperplasia after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.